Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the crit-line blood chamber and the dialyzer during hemodialysis therapy, and occurred during the final hour of therapy. The crit-line blood chamber was tightened as soon as the leak was visible and monitored throughout therapy. The pt was able to complete treatment once the chamber ws removed. Estimated pt blood loss was about 5mls according to the dialysis nurse. The pt had no adverse effects and no medical intervention was required. The sample has been discarded. The facility was unable to provide pt info.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.